Event description:
The customer called and reported the buttons were really difficult to push and it required a lot of strength in order for buttons to respond. The customer stated she would keep the device and see if the buttons continued to be difficult to push and she would possibly call back for a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.